Event description:
The customer reported being hospitalized due to high blood glucose of 600 mg/dl. The customer was experiencing unexplained high glucose for the past few days. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. During the call was found that the customer has been on the insulin pump for about a month. The customer does have difficulty breathing and she is on a medication to treat. The customer also mentioned that she had a surgery and has scar tissue. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.